Event description:
I had an implant. The company name is ans medical devices for a back problem. Stimulator to control pain in my back. The implant was put in the wrong place. I had to charge 5 hrs at a time being plugged into the wall and could not do anything. I had lots of pian and hardly no relief. I had to go for a second surgery in 2007 to change the stimulator to a different company. I am doing somewhat better. But I still am not working and on permanent disability. I was wondering if there would be any compensation for this. Also, are there any other patients experiencing the same problems. I just want to have a normal life with no pain. Pain management 2006 and 2007.